Manufacturer narrative:
No product was returned, so further investigation was not possible. There was no information provided which would point to a cause for the result discrepancy or the error messages. None treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that two of their coaguchek xs meters had results that were higher than results obtained with a ca1500 analyzer using dade innovin reagent. The customer provided data for 27 patients that were tested as part of lot correlation correlation studies between 08/24/2016 and 03/17/2017. Of the 27 patients, two patients had erroneous results when tested with coaguchek xs pro meter serial number (B)(4). Measurements performed for each patient were performed within 7 hours of each other. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first patient had a result of 3.0 inr when tested on the meter. When tested with the dade innovin method, the patient had a result of 2.20 inr. Repeat testing was performed with the dade innovin method and the result was 2.27 inr. The second patient had a result of 3.9 inr when tested on the meter. When tested with the dade innovin method, the patient had a result of 2.98 inr. A review of the data provided by the customer showed an incorrect code key was used on the meter during testing of the patient samples. Patient samples are tested by pharmacists. No adverse events were alleged to have occurred with the patients. The therapeutic ranges of the patients were not provided. Controls were tested on the meter at the time of the correlation studies and all were within acceptable limits. All other comparisons were acceptable. Proficiency surveys have passed at the customer site. The customer's product was requested for investigation and replacement product was sent to the customer. The customer stated that they no longer had any of the affected test strips remaining. Relevant retention test strips (lot 121349-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.